Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: shaft separation requiring medical intervention. Device issue: shaft separation. It was reported that the device separated distal to the hypotube, while partially inside the guiding catheter. The stent was undeployed on the balloon with a portion of the stent sticking out of the guiding catheter. Another balloon was inflated to compress the separated portion against the wall of the guide catheter and the stent delivery system (sds). The guide wire and guiding catheter were removed as a single unit. As the device was removed, the lesion became occluded and the patient had to be shocked twice and intubated. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the sds was returned with blood on the shaft, hub and in the guide wire lumen. There was thick contrast in the balloon and in the inflation lumen. The stent implant was stationary on the balloon between the markers. The first five rows of the proximal end of the stent implant were mangled. There was no other damage noted to the stent implant. The balloon was tightly folded. The hypotube had separated 26.2 cm distal to the strain relief tubing. The distal separated portion was returned inside a competitor's guiding catheter. There was 8 cm of the distal end of the sds sticking out the distal end of the competitor's guiding catheter. There were two extra sport guide wires returned. One guide wire was returned inside the guide wire lumen of the dilatation catheter which was also inside the guiding catheter and the other guide wire was returned inside the guide wire lumen of the sds which was also inside the guiding catheter. The luer of the hub of the sds was attached to a competitor's stopcock. The stopcock was in the closed position. There were multiple kinks throughout the entire length of the hypotube. There was no other damage noted to the sds. The dilatation catheter was returned with blood on the hub, shaft and in the guide wire lumen. There was thick dried contrast on the shaft, side arm and contrast in the inflation lumen and in the balloon. The balloon was loosely folded. The dilatation catheter was returned with a guide wire in the guide wire lumen and the catheter was attached to a competitors inflation device and inserted into the competitor's guiding catheter which was attached to a competitor's rhv. There were multiple bends throughout the entire length of the hypotube. There was no other damage noted to the catheter. The first guide wire that was returned inside the sds was removed from the sds and returned with blood and contrast on the core and coils. The tip of the guide wire was in a corkscrew shape and was also in a knot. The second guide wire that was returned inside the guide wire lumen of the dilatation catheter was returned with blood and contrast on the core and coils. The tip was in a hook shape. The tip coils were slightly flattened 4mm proximal to the tipball for a length of 1 mm. There was no other damage noted to the guide wire. The competitor's guiding catheter was returned with blood and contrast on and in the guiding catheter. There were two pinched areas of the shaft 19 cm and 21 cm distal to the strain relief tubing each for a length of 0.5 mm and two kinks in the shaft 46 cm and 49 cm distal to the strain relief tubing. There was no other damage noted to the guiding catheter. The competitor's inflation device was returned with dried blood and contrast on the handle and gauge. There was fluid inside the syringe. There was no apparent damage noted to the competitor's inflation device. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.